Event description:
Customer called stating she has had high blood glucose a few times. Her blood glucose was currently 519 mg/dl. When she took out the infusion set, the cannula was bent. Customer needed assistance rewinding her device. After that, customer stated she could handle it from there. No further assistance provided. Nothing more reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.